Manufacturer narrative:
Correction: please retract 2017865-2024-03704 as lead was elective replaced and there was no allegation of malfunction on this product.

Event description:
It was reported that a patient presented with an unspecified malfunction on the right ventricular lead resulting in the lead being addressed with surgical intervention. The lead was capped and replaced on (B)(6) 2024. No adverse patient consequences were reported.